Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine the bent cannula or if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) after wearing a pod between 4 and 24 hours on her abdomen. Patient's blood glucose (bg) levels exceeded 600 and continued to rise while experiencing vomiting. Patient was taken to the hospital the next day, diagnosed with dka, and admitted. Upon removal of the pod, cannula was found bent and site was red with "blockages." Treatment included intravenous delivery of insulin and fluids and "liquid food." The patient was released 2 days later.